Event description:
It was reported that the 9800 system is recalling the wrong image when selecting an image from the directory and the image next to selected image is pulled up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.